Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege patient experienced severe physical injury and pain and suffering, including, but not limited to, the effects of metal ion debris in his body, and the need for revision surgeries. **update** (B)(4) 2011 - received updated litigation, new litigation is stating that it is an asr hip not a pinnacle hip. There is no information that the patient was bilateral. **update** (B)(4) 2013 - patient was revised to address pain. Part and lot information was received confirming that this patient had a pinnacle hip.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, patient also alleges infection, muscle damage requiring surgical repair and heterotopic bone formation. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and elevated chromium levels. MRI showed no pseudotumor. Laboratory values provided for blood levels are below 7 ug/l. There was no infection reported.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions. Added stem, account name, facility name and report source. Doi: (B)(6)2010 dor: (B)(6)2013 (right hip).